Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reported their molars are chipping. Requested additional information and photos to evaluate chipping molars. Requested bite and mobility video to evaluate lower anterior and occlusion.